Event description:
Electrosurgical unit was used for tonsillectomy surgery. Unit was set to 25 cut and 25 coagulation. During surgery, the bovie handpiece was activated and sparks came from the bovie tip. The bovie handpiece was immediately removed from the surgical field and replaced. The second handpiece was tested by the surgeon and sparks were again experienced. Second bovie handpiece was removed from the surgical field as well as the esu. A second esu was brought into the or and used with a new bovie handpiece. The surgery was safely completed without harm or injury to the patient. The defective esu and handpieces were brought to the maintenance office and zoetek biomedical engineering was notified and asked to diagnosis the unit. Esu had preventative maintenance performed on a regular basis prior to the incident. Reference report: mw5118762.